Event description:
It was reported that "the jaws deformed/bent". Laparoscopy low anterior resection, the surgeon was grasping the descending colon and then the surgeon tried the ratchet function of the handle locks the position of the jaws, however the ratchet was not used. User noticed the jaws was deformed/bent. The devices were therefore not used on the patient. The surgeon used ez trocar, surgery was finished. No patient injury was reported.